Event description:
It was reported that intra aortic balloon (iab) was inserted and operated, but a few minutes after insertion, the arterial pressure no longer displayed. The insertion position was changed and the drive unit was replaced, but the pressure still did not display. Inserted a new product of the same size and type and operated it without any problems.

Manufacturer narrative:
Due to character restrictions in block e1: full event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record (B)(4).

Event description:
N/a.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released.